Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported while a patient activated a pod, during insertion into the infusion site the cannula was bent. The patients reported blood glucose level was 500 mg/dl. The pod was not worn. As treatment, the patient administered a manual shot of 15 units.